Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was selected for use. The device was inserted below the bifurcation in the superficial femoral artery. Following deployment, the collagen was coming out of the skin. An attempt was made to push it under the skin, but the bleeding continued and a hematoma began to form. Hemostasis was achieved using manual compression and a femostop. Immediately after leaving the cath lab the patient's leg began to swell. The patient was brought to surgery where the artery was repaired. No part of the angio-seal was found in the artery. The patient was reported to be doing well following an extended hospital stay. It was reported that the physician believes the event was caused by the procedure, not the angio-seal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.